Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test and self test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump alarmed button error alarm. Customer's blood glucose level was 7.1 mmol/l. The time does advance and insulin pump is expected to return for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.